Manufacturer narrative:
Investigation results: the returned ipg was analyzed and was successfully recharged in a single charging session. Analysis of the device's data logs revealed no anomalies related to premature battery depletion. Additionally, the functional tests and internal electrical measurements confirmed that the ipg was operating as expected. However, a review of the charging log identified two issues contributing to the charging difficulties or longer charging times than anticipated: potential misalignment of the charger with the ipg, which resulted in a lower than expected charging current, and possible misalignment or inadequate ventilation that caused the charging process to stop once a temperature limit was reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code failure to follow instructions will be used.

Event description:
It was reported that the patient's implantable pulse generator (ipg) not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2025.

Event description:
It was reported that the patient's implantable pulse generator (ipg) not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.